Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) review - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit is unable to duplicate slippage. The lock has a slight rotational movement while in the locked position, but once put under pressure, it does not move. Since a patient injury was involved, the unit was sent to quality engineering (qe) for further investigation. Qe confirmed the initial findings of the service team and noted that the clamp was in good condition with only slight movement in the lock. All worn components will be replaced with new parts along with general maintenance and cleaning. Root cause - the complaint is not confirmed for slippage. The probable root cause is improper or suboptimal placement of the skull clamp on the patient. The a1059 IFU provides the warning, ¿failure to properly position patient and to fully secure all adjustment portions of this or any support device may result in serious patient injury.¿ the IFU also provides references for correct and incorrect positioning of the skull clamp. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) slipped during use resulting in a laceration to the patient's head from the pin. Additional information has been requested.